Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardiac monitor was undersensing. Patient was seen in clinic on (B)(6) 2020, and the programming changes were made. There were no patient consequences and the patient will continue to be monitored.